Event description:
The surgeon implanted a plate silicone lens model aa4207vf and the haptic tore during implantation. The incision was enlarged when the lens was removed. There were no other pt injuries indicated. The facility believes the lens damage was due to user error. The model and lot numbers of the cartridge and injector were not specified by the facility.